Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's nurse reported a compromised force sensor system alarm on the insulin pump. It was reported that the customer was not able to erase the alarm. No further information provided.

Manufacturer narrative:
The insulin pump alarmed during basic test due to loose protruded drive support disk. No keypad anomaly noted during testing. Unable to perform basic occlusion, prime and excessive no delivery tests due to the alarm. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and missing the end cap sticker.